Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed; analysis revealed the impedance trend was steady at 750 ohms through (B)(6) 2013, but then began rising steadily to 2750 ohms between (B)(6) 2014.

Event description:
It was reported that the left ventricular lead impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.